Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause will be reassessed upon completing the investigation.(B)(4).

Event description:
A refractive coordinator reported that there was loss of suction after the laser fired. The patient interface was replaced and the procedure was completed with no further complications. There was no impact to the patient. No further information is expected.

Manufacturer narrative:
Evaluation summary: the patient interface (pi) sample was returned and inspected by the manufacturing site. The reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. Most possible root cause is handling during the docking process and the movement of the patients eye. Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient¿s eye, patient physiology (eye anatomy), patient reaction, etc. (B)(4).